Event description:
Our affiliate is reporting that one of their account facilities has reported to them, what we believe to be, 4 cases of post operative reaction. Original knee repairs with the use of intrafix screws and sheaths of fixation were performed on undetermined dates & times. In each case the pts presented two weeks post operatively with fever, and swelling of the knee. Synovial fluid cultured negatively. At this point in time, this is all of the info that is available to us. Dialog with affiliate is on going. See also associated mdrs 1221934-2008-00099, 1221934-2008-00100, 1221934-2008-00101, 1221934-2008-00102, 1221934-2008-00103, 1221934-2008-00104 and 1221934-2008-00106.

Manufacturer narrative:
At this point in time we have very little detail of the reported event available to us. We are in dialogue with our foreign affiliate to try and understand the what's, when's and where's of the issue. A follow up will be submitted with clearer details.